Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the device failed after one and a half year due to a hole in the pressure regulating balloon. A new aus system consisting of a 4 cm cuff, a control pump and a 61-70 balloon was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Additional information was received that a product problem was identified during analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event was confirmed as product analysis identified a hole in the pressure regulating balloon. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers number were not available. Device technical analysis: the cuff, was visually and microscopically inspected, and functionally tested and no leak was found; it performed within specifications. The pressure regulating balloon and control pump were both visually and microscopically inspected. A hole/perforation was found in the balloon sphere-adapter junction. The control pump was contaminated by tissue. Therefore, the balloon and control pump were not functionally tested due to the confirmed balloon leak and the pump contamination. The damage to the balloon is consistent with wear and fatigue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Product investigation: the complaint components were returned and analyzed; a product problem was identified upon analysis. The ams800 occlusive cuff, was visually and microscopically inspected, and functionally tested. No leak was found. It performed within specifications. The ams800 pressure regulating balloon and control pump were both visually and microscopically inspected. A hole/perforation was found in the balloon sphere-adapter junction. The ams800 control pump was contaminated by tissue. Therefore, the balloon and control pump were not functionally tested due to the confirmed balloon leak and the pump contamination. The damage to the balloon is consistent with wear and fatigue. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus) that was explanted due to unknown reason. A new aus system consisting of a 4 cm cuff, a control pump and a 61-70 balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information was received that a product problem was identified during analysis.